Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("one of my implants had begun to perforate the wall of my uterus") and pelvic pain ("constant pain in the left side") in a 44 year-old female patient who had essure inserted (lot no. 50748022). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2017, 1294 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), allergy to metals ("nickel allergy"), migraine ("persistent migraines"), arthralgia ("joint pain all over the body"), intervertebral disc disorder ("disc disease"), sinusitis ("sinusitis"), tooth disorder ("dental problems,") and visual impairment ("problems with vision"). The patient was treated with surgery (total hysterectomy with essure removal on (B)(6)2023, and with physiotherapy with muscle-strengthening). On (B)(6) 2023, the pelvic pain had resolved. Since (B)(6) 2023 she experienced cardiovascular disorder ("because of hysterectomy I now have circulation problems, poor blood circulation"), peripheral swelling ("because of hysterectomy I now have swelling in my legs and arms"), abdominal distension ("because of hysterectomy I now have swelling in abdomen") and gastrointestinal disorder ("because of hysterectomy I now have intestinal problems") and was found to have weight increased ("because of hysterectomy I now have weight gain"). At the time of the report, the cardiovascular disorder, peripheral swelling, abdominal distension, gastrointestinal disorder and weight increased had not resolved. No causality assessment was received for essure with regard to uterine perforation, pelvic pain, cardiovascular disorder, peripheral swelling, allergy to metals, arthralgia, migraine, intervertebral disc disorder, sinusitis, tooth disorder, visual impairment, weight increased, gastrointestinal disorder or abdominal distension. The reporter commented: I had to have a total hysterectomy because one of my implants had begun to perforate the wall of my uterus, resulting in pain. Since removal of the implants, I have not had any pain. I now have circulation problems, swelling in my legs, abdomen and arms, weight gain, because of the hysterectomy, and intestinal problems. Six months of time lost from work, before I recovered with medical leave and physiotherapy sessions and muscle-strengthening therapy. To date I am still on medical leave 9 months after the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("one of my implants had begun to perforate the wall of my uterus") and pelvic pain ("constant pain in the left side") in a 44 year-old female patient who had essure inserted (lot no. 50748022). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1294 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), allergy to metals ("nickel allergy"), migraine ("persistent migraines"), arthralgia ("joint pain all over the body"), intervertebral disc disorder ("disc disease"), sinusitis ("sinusitis"), tooth disorder ("dental problems,") and visual impairment ("problems with vision"). On (B)(6) 2023 she experienced cardiovascular disorder ("because of hysterectomy I now have circulation problems, poor blood circulation"), peripheral swelling ("because of hysterectomy I now have swelling in my legs and arms"), abdominal distension ("because of hysterectomy I now have swelling in abdomen") and gastrointestinal disorder ("because of hysterectomy I now have intestinal problems") and was found to have weight increased ("because of hysterectomy I now have weight gain"). Essure was removed the same day. The patient was treated with surgery (total hysterectomy with essure removal, physiotherapy with muscle-strengthening and total hysterectomy with essure removal). On (B)(6) 2023, the pelvic pain had resolved. At the time of the report, the cardiovascular disorder, peripheral swelling, abdominal distension, gastrointestinal disorder and weight increased had not resolved. No causality assessment was received for essure with regard to uterine perforation, pelvic pain, cardiovascular disorder, peripheral swelling, allergy to metals, arthralgia, migraine, intervertebral disc disorder, sinusitis, tooth disorder, visual impairment, weight increased, gastrointestinal disorder or abdominal distension. The reporter commented: I had to have a total hysterectomy because one of my implants had begun to perforate the wall of my uterus, resulting in pain. Since removal of the implants, I have not had any pain. I now have circulation problems, swelling in my legs, abdomen and arms, weight gain, because of the hysterectomy, and intestinal problems. Six months of time lost from work, before I recovered with medical leave and physiotherapy sessions and muscle-strengthening therapy. To date I am still on medical leave 9 months after the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Lot number: 50748022 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.